Manufacturer narrative:
Manufacture dates: belt: 12/29/2015, monitor: 04/03/2012. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the electrode belt trunk cable was severed. The root cause for the severed trunk cable was physical abuse. No adverse event resulted from the defective electrode belt. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (asystole event) has been confirmed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The cause for the failure was isolated to a defective u612 inverting charge pump on the computer/analog pca. The root cause for the defective u612 component could not be positively identified. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's electrode belt had exposed wires and the patient was receiving asystole alarms when the belt was replaced.